Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 132 gallon unit dry acid mixer would not fill. Additionally, the fill valve was reportedly burnt, and a burning smell was coming from the control board. Ts advised the biomed to replace the fill valve, control board and software. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the manufacturer was able to find objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 132 gallon unit dry acid mixer would not fill. Additionally, the fill valve was reportedly burnt, and a burning smell was coming from the control board. Ts advised the biomed to replace the fill valve, control board and software. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.